Manufacturer narrative:
Additional information provided from the field indicated the hospital misplaced the device and that it will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The field representative is attempting to retrieve the device in question back from the hospital for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information provided from the field indicates surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time no intervention has been performed and the device remains implanted and in service. No adverse patient effects were reported.